Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported that the device was in magnetic resonance imaging (MRI) mode during an in clinic follow-up. The device was reprogrammed to resolve the event and the patient was in stable condition.